Manufacturer narrative:
The insulin pump was received with critical pump error and multiple pump error alarms confirmed in the pump history due to software error. The pump was received with minor scratches on case, cracked case (battery tube), cracked retainer, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 4.9 mmol/l. The customer stated that side of the battery compartment and on the bottom was cracked. The product was returned for analysis.